Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not have the correct transmitter ID entered into pump. The customer experienced a blood glucose (bg) level reported as "high"; although specific value was not provided. Customer administrated a correction injection to address bg. The pump and the transmitter regained connection after customer entered the correct transmitter ID into pump.